Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had non-capture with they added an lvad to the patient. The patient was 98% paced, so they decided to cap and replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay melted and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received.

Event description:
It was reported the lead had non-capture with they added an lvad (left ventricular assist device) to the patient. The patient was 98% paced, so they decided to cap and replace the lead. No patient complications were reported as a result of this event. It was also reported the patient later had a heart transplant, and so the lead was explanted at that time.